Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic staphylococcus aureus infection. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).